Event description:
Pt presented with seroma around the graft. The graft was removed.

Manufacturer narrative:
Review of the manufacturing records verified that the lot met release requirements. Note: the returned segments were histologically similar and consistent with a normally healing 4 month implant. The cause or mechanism of the peri-graft fluid accumulation was not apparent grossly or in the sections microscopically examined.